Manufacturer narrative:
The initial medwatch reported that the returned device found the channel tube, nozzle, plastic distal end cover, connecting tube and bending section rubber with foreign material during evaluation; however; it was discovered that this device was used only for animals and not used for humans. This initial medwatch was submitted in error.

Manufacturer narrative:
The device was returned as part of the asset return process. It was noted that the right/left knob had a crack and the radio frequency identification (rfid) data could be read due to damage to the rfid holder. It was also noted that the connecting tube was sticky. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The evis exera ii gastrointestinal videoscope was returned as part of the asset return process. Inspection and testing of the returned device found that the channel tube, nozzle, plastic distal end cover, connecting tube and bending section rubber had foreign material. There were no reports harm associated with the event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.